Event description:
Procedure type: low anterior resection. According to the reporter: the tissue was damaged due to a staple malformation. The surgeon had to hand suture. No pt injury.

Manufacturer narrative:
(B)(4).